Event description:
The customer called to report that they were hospitalized for dka and had ketones. The customer was treated with insulin drip and was released few days later. It was stated that the doctor checked the customer's pump's pump settings while pt was in the hospital and found that all the settings were cleared. The doctor reprogrammed the settings and ran a self-test. The pump passed the testing. The alarm history was reviewed and noticed an error alarm, which the customer could not remember.